Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the lead exhibited an insulation abrasion. The patient will be monitored.